Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step, resulting in smaller prime volumes than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history does not show any alarms or issues associated with this complaint. During testing the pump powered on normally and was primed successfully. Investigation confirmed the force sensor was within calibration. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Unrelated to the complaint, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the keypad was removed and contamination was found under all key contacts.